Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced a skin reaction that consisted of a rash with inflammation, blisters, bleeding, drainage and an infection which extended beyond the patch perimeter. The patient consulted general practitioner and diabetes center and an oral antibiotic (flucloxecillin 50 mg capsule, 4 times per day) was prescribed. At the time of the initial report, the patient stated the area was itchy and their blood sugars were elevated. On (B)(6) 2022, the patient reported that their condition has improved. No additional event or patient information is available.